Event description:
It was reported that the c-arm continued to tilt after the technologist released the tilt switch. No injury reported. A field engineer was dispatched to the site and determined the breast tray switch needed to be replaced. Once this was completed the system was working as intended.